Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the left ventricular (lv) lead exhibited high pacing impedance since (B)(6) 2025, which had gradually increased over time. Loss of capture on the lv lead was also noted. The lv lead was subsequently explanted and replaced. The patient remained stable throughout the procedure.